Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient's aneurysm was large and angulated and there were bilateral iliac aneurysms as well. The vessels were tortuous. The patient is a high risk patient with history of previous mi, stroke and other co-morbidities. It was reported that the hypogastric arteries were coiled. The stent graft was implanted after using an antegrade approach. The patient had metabolic acidosis which is stable but may reflect chronic pelvic, lower limb ischemia and colonic ischemia. An independent physician reviewed the patient's records and based on the information provided it was determined that due to poor perfusion, the patient developed colon ischemia. No additional clinical sequelae were reported.